Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Corrected impact code to f12. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal event. Consequently, the rv lead output was increased from 4 volts (v) to 6 v. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal event. Consequently, the rv lead output was increased from 4 volts (v) to 6 v. No additional adverse patient effects were reported. This rv lead remains in service.